Event description:
It was reported via voluntary medwatch# mw5080192 that the guide wire coating peeled off. A 300cm, 8cm poly tip v-18 control wire was used during interventional radiology procedure to repair persistent chylous pleural effusions. Multiple attempts were made to occlude the tiny thoracic duct in the abdomen. However, it was noted that two tiny fragments of the guide wire sheath were left behind. No further patient complications were reported.